Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported in november (unknown year) he felt ¿sweaty and sleepy¿ all month. The patient reported using a combination of insulin and pills to manage his diabetes. The patient did not state if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 3am, he had IV glucose as treatment in the emergency room (ER). The patient reported no other device was used to measure his blood glucose. The cca was unable to troubleshoot the alleged issued since the patient did not have any testing supplies at the time of the call. This complaint is being reported because the patient claims due to the alleged issue he required assistance from a healthcare professional in the ER.

Manufacturer narrative:
Follow-up # 1 ¿ (04/08/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/26/2014 and 3/28/2014, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown, 2, 3, and 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.